Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Unknown gamma nail.

Event description:
It was reported that there was a short gamma nail revised to a long gamma nail due to a pathologic nonunion break.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the right bridge of the proximal lag screw hole. The right breakage line was found within the drill marked area. This misdrilling effect did weak the right bridge and caused most likely a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the right bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the right bridge at lateral. After the right bridge was full or main partly broken, the left bridge followed also step by step. The nail broke due to a fatigue fracture. The customer reported a non-union and a pathologic bone fracture. Furthermore he stated that the nail breakage was not device related. Patient¿s height and weight indicate that the patient is obese. Non-unions, poor bone quality, obesity and intra-operatively implant damages are listed as adverse effects in the IFU. The issue is attributed to patient conditions, contributed by implant damage during the initial surgery. No discrepancies were detected during risk analysis review. No non-conformity identified.

Event description:
It was reported that there was a short gamma nail revised to a long gamma nail due to a pathalogic nonunion break.